Event description:
It was reported that the patient had a loss of therapeutic effect. Caller reports no stimulation sensation. The caller reports a shocking or jolting sensation. The day before reported event date the caller thinks ins (stimulator) battery was going down. Caller states she thinks ins turned off yesterday by itself. Caller turned ins back on yesterday (then later said today) and patient felt stimulation when ins was turned on but when caller moved programmer away from ins and the patient could not feel stimulation any longer. On (B)(6) 2015, the patient started leaking. Caller states she does not think ins was accidently turned off because the programmer had been put away. Caller was able to communicate with ins. Caller states she can see the lightning bolt and the ins was on. Programmer battery icon was showing full. Caller does not see ins low icon. The patient was at 3.4. Caller states today patient got shock when turning ins back on. When patient has programmer/antenna on her skin the patient feels a shock. Then caller increased from 3.2 to 3.4 and patient did not feel anything. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0cvem, implanted: (B)(6) 2014, product type: lead. (B)(4).